Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer changed the supplies to address the issue and ultimately reverted to an alternate method of insulin therapy. There was no reported adverse impact to the customer.